Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. Date of event is an approximation. On (B)(6) 2025, it was reported via sprinklr that the patient experienced a cgm inaccuracy event. The patient reported having cgm inaccuracies, which were described as reading ¿50-100 points off¿ from the patient¿s bg meter readings. The patient stated the cgm inaccuracies led him to be hospitalized with a bg meter reading of 528 mg/dl. No patient symptoms were reported. There was no documentation of what medication or treatment the patient may have received. It was not specified how long the patient was in the hospital prior to being discharged. Attempts to reach the patient for further event details were unsuccessful. It has been reported that there was a difference in readings of 50-100 points. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
D: primary UDI number - additional. H2: additional information.

Event description:
Subsequent to the initial MDR, additional information became available.